Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07097. It was reported, the pt had been experiencing the system to become hot while recharging the device. The pt reported developing a red blister at the ipg site after charging. The pt also reported feeling discomfort at the ipg location at all times regardless whether stimulation is in use or not. The blister around the ipg site has healed. The physician has recommended the pt explant the entire scs system. No further info is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction. 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.